Event description:
Brake failure. Casters rolled at less than the 50# spec. Bed had 'scorpion' brake kit installed 9/2008 per recall.====================== health professional's impression======================failure of the 'scorpion' brake kit.====================== manufacturer response for med/surg bed, stryker======================service rep will be sent to replace brake kit.